Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 18-oct-2025, abbott point of care was contacted by a customer regarding I-stat crea cartridges that yielded a suspected discrepant creatinine result on a 82-year-old male patient with abdominal pain right lower quadrant. Return product is not available for investigation. Method; date; collected; tested; results sample. I-stat1; (B)(6) 2025 08:12; 08:19; 3.2; a. Beckman au480; (B)(6) 2025 08:12; 08:35; 0.8; a. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway.

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 27-jan-2026. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ao, product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for crea cartridge lot a25280.

Event description:
Na.